Event description:
It was reported that during a right lobe procedure they fired on the artery but caused a lot of blood to gush out. The surgeon was able to stich/close the wound to stop the bleeding and they were able to complete the case with no patient harm. It was noted that apparently some of the staples that seemed to have deployed when firing in fact did not deploy at all when it was fired.

Manufacturer narrative:
(B)(4). Date sent: 2/27/2024. D4: batch # 690c39. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage, with the jaws and trigger in the close position. In addition, the knife was noted as partially advanced, the knife reverse switch was activated and the knife returned to the home position as expected. Also, a reload loaded on the device. The reload was received fully fired with some b-formed staples on the reload deck. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number 690c39, and no non-conformances were identified.